Manufacturer narrative:
The sterilization and lot history records were reviewed and found to be acceptable.

Event description:
The doctor at the user facility in (B)(6) reported the cutter was unable to cut at certain angles. The nurse opened a new pack to complete the procedure. No medical intervention required.

Manufacturer narrative:
Evaluation completed. One opened bl5523wv pack from lot v8283 was returned. The expiration date on the label was 2018-04-16. The tip protector was not returned. The needle was not bent. The port window was in the opened position. There was dried solution visible in the tubing. The back cap was aligned correctly with the vent hole in the side of the cutter body. The connectors were inspected and no damage was found. A functional test was performed using a stellaris pc. The cutter had good clean cuts throughout the various cut rates. In addition, the cutter was held and many different angles during the functional testing. The cutter continued to have good clean cuts and aspirated as intended. The cause of the problem could not be determined.